Event description:
A hospital in a foreign country reported to our distributor that a wrong connector (22m - 22f) was packaged in an rt105 adult breathing circuit. The report stated, that the rt105 adult breathing circuit package should have contained the 22m - 22m connector. No patient injury was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor. The product is not sold in USA, but, it is similar to a product which is sold in the USA. Method - no information to date. Results - investigation still underway, no results to date. Conclusions - no conclusion can be made at this time.